Event description:
A patient reported experiencing inaccrate erratic results with a fasttake meter. The patient's blood glucose results were 80mg/dl, 138mg/dl. Tests were done <10 minutes apart with a difference of 47%. Patient did not experience any adverse events. No further information has been reported.